Manufacturer narrative:
1. DHR/bhr review: (1)the batch number of the complained product is 2322165, is 22g and product code is 383932, produced on 2022/12, with a total of 57000 pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 2.the customer did not return any samples or photos, cannot confirm the specific defect status. 3.take the retained sample of this batch,check the appearance of the catheter,do needle penetration force test,catheter tip penetration force test,catheter drag force test , no found abnormal. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the customer did not return any samples or photos, the specific defect status cannot be confirmed. Therefore, the root cause of the complaint defect cannot be determined. The factory will continue to pay attention to and monitor the trend of the defect complaint.

Event description:
No additional information provided.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd pegasus contained a collapsed hose. The following information was provided by the initial reporter, translated from chinese to english: intravenous access was established with an indwelling needle for a patient on february 5, 2024, and the indwelling needle hose appeared to be collapsed, resulting in a re-puncture